Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: transseptal needle b2: the date of death was not provided and is unable to be obtained; however, an estimated date of death was utilized based on the date of the report received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, while attempting to place the mapping catheter in the right inferior pulmonary vein (ripv), the mapping catheter penetrated. A cardiac tamponade occurred, the procedure was aborted, and the patient subsequently died.